Event description:
Potential for injury associated with the front caster bearings for a ta4 manual wheelchair being broken. This compromises the weight-bearing status of the front caster wheels and may contribute to the caster wheel falling off and a falling injury to the user.